Manufacturer narrative:
Investigation summary: bd had not received samples, but two(2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for hemolysis was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode of hemolysis based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, red blood cells were observed in the serum after centrifugation on an unspecified amount of tubes. There was no health impact or consequences reported.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, red blood cells were observed in the serum after centrifugation on an unspecified amount of tubes. There was no health impact or consequences reported.

Manufacturer narrative:
D4. Medical device expiration date: unknown h4. Device manufacture date: unknown h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.